Manufacturer narrative:
An event regarding range of motion issues (impingement) involving a unknown exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was remained implanted. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised due to instability. Intra-operatively, poly wear was noted along the edge. Patient was revised to an adm/mdm liner construct and a new exeter head. Update: rep confirmed wear on the poly appeared to be caused by impingement with the stem. Stem was exeter but catalog and lot details are not available.